Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 08, 2023, was filed inadvertently. Adverse event is not related to cochlear device. This report is submitted on april 06, 2023.

Manufacturer narrative:
This report is submitted on march 08, 2023.

Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator which exposed through the skin (date not reported).there are plans to explant the device ; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.